Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. P-cap unable to lock in place properly during testing. The unit was received with partially broken reservoir retainer ring in place and missing reservoir o-ring. In addition, unit was received with missing display window/cover, pillowing keypad overlay, stained keypad overlay, cracked case (battery tube), scratched case, label damage, cracked case-corner of belt clip rails, battery tube threads - cracked, missing o-ring (reservoir tube) and partially broken retainer. In summary, customer allegations for cosmetic damages were confirmed during visual inspection when cracked case (battery tube) and cracked battery tube threads were noted. Unit was also received with partially broken retainer ring in place and missing reservoir o-ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed and indicated pump replacement. No harm requiring medical intervention was reported. Mmt-1782k was returned for analysis.